Manufacturer narrative:
(B) (4).

Event description:
The lead was originally returned with no information. The health care provider confirmed that the patient experienced poor coverage of pain with one lead. This event was attributed to the lead. The lead was removed and replaced with 3 leads. The pain improved.